Event description:
It was reported that the atrial lead exhibited intermittent far field r-wave (ffrw) oversensing as well as undersensing of the p-waves. It was also noted that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.